Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via email that the customer informed her that she had issues with a box of reservoirs. She stated she had trouble filling the reservoirs because the insulin vial degased every time she changed the set. She also stated that the plunger was loose on all of them and insulin would not deliver resulting in her blood glucose rising. The customer did not receive any alarms and resolved the issue by changing to reservoirs from a different box. The customer was called and a message was left to call back. The customer returned the call and stated she had not had any problems with the new reservoirs. Most recent blood glucose value was 127 mg/dl. The reservoirs would be replaced and the customer agreed to return the product for analysis.